Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was successfully implanted. The pt tolerated the procedure well and was taken to the recovery room. While in the recovery room the pt had a heart block and expired. It was reported to medtronic that the pt has had previous heart failure. The physician commented the pt's death was not related to the stent graft.